Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter separated while using the bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from spanish: "catheter broke separate."

Event description:
It was reported that the catheter separated while using the bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from spanish: "catheter broke separate."

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.